Manufacturer narrative:
The device was evaluated by olympus. The evaluation was unable to confirm the reported communication error code (b30). The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during preparation for use, the evis exera iii xenon light source had a communication error code b30. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. From the results of investigation it was determined that the suggested phenomenon could not be replicated. A suggested cause could therefore not be determined. Olympus will continue to monitor field performance for this device.